Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) over 500 mg/dl with associated with a call service alarm issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump emitted call service (cs 069) alarm at random. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a call service alarm issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm (cs 69) upon power up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).